Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 7300tfx mitral valve was explanted after an implant duration of four (4) years, one (1) month due to severe mitral valve stenosis, leaflets motion restricted, and pannus. The explanted valve was replaced with a non-edwards mechanical device. Per medical records, pre-op tee showed severe ms, moderate tr and questionable av regurgitant jet vs vsd. Intraoperatively, the mitral valve was severely stenotic with little opening of the leaflets at all, and completely covered in pannus. Also, jet was noted coming from aortic valve and not vsd which mandated redo avr. The aortic valve has some pannus growth but leaflets were free of degeneration. Mitral was replaced with a 25mm on-x mechanical valve, aortic with a 21mm on-x valve, and 26mm physio ring was implanted for tvr. Post tee showed both valves seated well, and tr was reduced to trace. The patient tolerated the procedure well and was transferred to the ICU in stable condition. On pod# 9, the patient was discharged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (investigation findings, and investigation conclusions). A device history record (DHR) review is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Per the instructions for use (IFU), pannus, or host tissue, overgrowth is a known potential adverse event associated with bioprosthetic heart valves and annuloplasty rings. The most likely root cause is patient factors.